Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed lead noise that had gotten worse over time. The patient was asymptomatic. It was recommended for the patient to return to the clinic and have a full lead evaluation including reproducing the noise and performing chest x-rays. The patient has not been seen for a resolution. No further information is available.